Event description:
The date of this event is estimated: (B)(6) performed a total knee arthroplasty procedure using quill srs #2 pdo for capsular closure, size 0 pdo to close the intermediate layer and staples for the skin. The pt presented one (1) week post operative for a routine office visit. The surgeon placed the knee in flexion and the arthrotomy opened up. The pt's incision was re-closed in the physician's office.

Manufacturer narrative:
The date of the event is estimated. No samples were returned to angiotech for evaluation. The lot code info was not disclosed. Therefore, the expiration and mfg dates are unk. One (1) other quill srs product was also reported. The product info is as follows: #0 pdo: model/catalog #: ra-1067q. Lot#: unk. Exp date: unk. Device manufacture date: unk. 510(k)#: k051609. Method: the devices were not returned for evaluation. Furthermore, without the lot code info, relevant portions of the device history records (DHR) could not be reviewed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. Angiotech ref: (B)(4). Item # ra-1065q, quill srs, #2 pdo, lot unk. Item # ra-1067q, quill srs, #0 pdo, lot unk.